Manufacturer narrative:
Additional information: b5, d9, h3 plant investigation: no other similar complaint has been reported about this batch number, and a review of the batch documentation revealed no non-conformity during the manufacturing process. The complaint sample was received on september 16th, 2025. In summary, it was determined that the ceramic ball had melted due to a lack of de-airing technique prior to priming the system. The most probable root cause for melted ceramic ball involve remaining air in the rotor area. In addition, employees will receive refresher training on the work instruction that involves gluing the ceramic ball in the impeller.

Event description:
A user facility reported that the rotor in the pump head of the xlung kit 230 was misaligned which caused an operational failure after installation. The kit was exchanged during preparation. There was no patient involvement. The complaint sample was received for product evaluation.

Event description:
A user facility reported that the rotor in the pump head of the xlung kit 230 was misaligned which caused an operational failure after installation. The kit was exchanged during preparation. There was no patient involvement. The complaint sample was available for product evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.